Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Thirty- six unused samples were provided for evaluation. Upon visual inspection of the returned samples, no visual defects were noted. No holes were found in the tubing. A total of 18 out of the 36 samples were subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. During leak testing the saline line connector attached appropriately to the closed loop system. Furthermore, the 18 samples were evaluated for occlusion, and no occlusions or blockages were identified. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That a hemodialysis bloodline (material: sl-2000m2095da, lot: 0061937674) was used during a procedure on (B)(6) 2024. According to the complainant, a "bloodline pulling in error" was experienced. Additionally, the saline line was not connecting properly and holes were observed in the lines. The complaint device has been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.